Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the following day post implant the sales representative visited the hospital and noted that this patient had a pneumothorax. A lead puncture was made and no issue was noted during the procedure. The patient remains in the hospital. Additional information noted that drainage was performed and a follow up will take place to confirm lung expansion. No additional adverse patient effects were reported. It was noted that it was not known which lead resulted in the pneumothorax..